Event description:
It was reported that a 16fr foley catheter was inserted and inflated in the prostatic urethra. The pt developed gross hematuria. The catheter was then removed. It was noted that due to the incorrect placement of the inflated catheter the pt experienced a urethral tear. The physician inserted a 3 way 22fr foley catheter into the pt and performed continuous irrigation until the bleedings stopped. The pt was sent home with a foley catheter for 2 weeks to allow for healing of the urethra and then the catheter was removed.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The reported issue is inconclusive because no sample was returned for eval. The reported issue appears to be an unfortunate adverse event that occurred during the placement of the catheter which is not related to the device. However, the sample was not received for eval, and therefore it was determined the complaint as inconclusive. (B)(4).